Event description:
The facility reported a pump with failure code 810:11. This occurred during pt use, but it is unk at what step in the process it occurred. There was no pt injury or medical intervention necessary.